Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needles have plungers separated from their stoppers. The following information was provided by the initial reporter: it was reported by the investigators that syringes have plungers separated from their stoppers.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1242719, medical device expiration date: 09/30/2026, device manufacture date: 08/30/2021. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary: customer returned a total of (25) 0.3ml syringes, originally as a part of pr4809891. Polybags were not returned for lot confirmation. Among these 25 syringes, 3 syringes have had their stoppers separate from the tips of the plunger rods. The stoppers and plunger rods both appear undamaged. The stoppers remain lodged in place in the barrel of the syringe. A review of the device history record was completed for batch # 9343317 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200870469] noted that did not pertain to the complaint. Based on the samples received, embecta found that 3 syringes had their stoppers separate from their associated plungers. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue, date complaint received in holdrege: 08th jun 2022, catalog and batch #: 324910 and 9343317, catalog description: syringe 0.3ml 31ga 6mm halfunit 10bag, issue: stopper separates. 3 syringes have had their stoppers separate from the tips of the plunger rods. The stoppers and plunger rods both appear undamaged. The stoppers remain lodged in place in the barrel of the syringe. Analysis of sample: the black rubber stopper is missing at the distal tip of the plunger rod. There is no damage to the plunger rod or syringe itself. All other components are present and intact. Process: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there was one (1) notification [200870469] noted that did not pertain to the complaint. The DHR was reviewed and there was nothing noted that pertained to this defect. Reviewed l2l (leading to lean) maintenance dispatch history and found dispatch# 90255 for nozzle damage pertaining to this complaint. Root-couse: reviewed l2l (leading to lean) maintenance dispatch history and found dispatch# 90255 for silicone nozzle damage pertaining to this complaint. Corrective action fixed silicone nozzle refer to dispatch# 90255. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.